Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of undersensing and high threshold with a loss of capture on the right ventricular (rv) lead. The lead was repositioned to resolve the event and the patient was stable.